Event description:
Customer reported the system locks up when trying to acquire cine runs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine hard drive controller board. System operates as intended.